Event description:
It was reported this was an venotomy closure of a mildly calcified right common femoral vein using a prostyle device after a percutaneous coronary intervention (pci) procedure with a 6f sheath. Reportedly, after deployment of two prostyle devices, the sutures were removed with the device. The knot was formed, but it was observed to not look normal. A non-abbott device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the reported difficulty appears to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. The reported irregular appearance appears related to the users perception after the suture malposition. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.